Event description:
The customer observed a false positive architect toxo igg result for a patient sample. The following data was provided: (B)(6) 2024 sample ID (B)(6) initial result = 7.0 iu/ml. Same patient new sample obtained (B)(6) 2024 sample ID (B)(6) result = <1.6 iu/ml. The first sample, (B)(6), was retrieved from the serum bank and retested on (B)(6) 2024, and generated result = <1.6 iu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (B)(6). Section e1 - phone number complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. The tracking and trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations associated with lot number 54037be00 and complaint issue. The overall performance of architect toxo igg was reviewed using field data from customers worldwide. The median value for lot 54037be00 is within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the archtiect toxo igg reagent lot 54037be00 was identified.

Event description:
The customer observed a false positive architect toxo igg result for a patient sample. The following data was provided: (B)(6) 2024 sample ID (B)(6) initial result = 7.0 iu/ml. Same patient new sample obtained (B)(6) 2024 sample ID 5940604454 result = <1.6 iu/ml. The first sample, (B)(6) , was retrieved from the serum bank and retested on (B)(6) 2024, and generated result = <1.6 iu/ml no impact to patient management was reported.